Event description:
The customer's mother reported via phone call that the customer's insulin pump was shutting off with a full battery over the past three days. The customer's blood glucose was 400 mg/dl. The customer was unable to fully perform troubleshooting due to the customer not being available at the time of the call. The caller was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The operating currents were within specification and the insulin pump passed the displacement test and the self test. No blank display was noted and the insulin pump functioned properly. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.